Event description:
The customer's daughter reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer's blood glucose reading was 300 mg/dl. Troubleshooting ws performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. A tubing clamp was not available at the time of the phone call to perform the high pressure test. It was reported that the customer had a bladder infection and was taking medication for it at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.